Event description:
Patient underwent a femoro-popliteal vascular reconstruction in 2004. Graft thrombosed 3 mos later due an excessive neo-intima. Graft was thus explanted 4 days later. During explantation, it was noticed that graft was not incorporated. Explanted graft replaced by another graft.